Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4)

Event description:
A company representative reported that an intra-operative guidance system provided inconsistent cylinder power reading on aphakic eyes. This has occurred multiple times since the system was installed. No patient harm has been reported. All procedure have been completed as scheduled.

Manufacturer narrative:
A company representative examined the system and could not duplicate the problem reported. As a preventive measure, the nonconforming aberrometer was replaced. The system was then tested and met all product specifications. The company representative provided the surgeon and staff with support to optimize surgical outcome. In addition, there was a refresher training offered to the surgeon and staff, as well. Based on assessment, the product met specifications at the time of release. A review of the manufacturing record revealed no related nonconformities during manufacturing for this product. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
The returned sample was received. However, the condition of the samples was not representative of the condition it was in, during customer use. Thus, the customer reported event is not able to be confirmed per sample evaluation, and the root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Upon follow up, the local clinical applications specialist will provide follow up on post-op data with the new aberrometer and advised that it will be a few more weeks to receive all the information. Clinical applications specialist is doing a full review of every case performed for the last approximately nine months to identify suspect cases.